Event description:
It was reported, during the implantation of a 34 mm transcatheter aortic bioprosthetic valve (tav), in a patient with a history of low ejection fraction and coronary disease, shockwave intravascular lithotripsy (ivl) was performed to the left main coronary artery (lmca) prior to the implantation of the valve. Following shockwave ivl, the valve was successfully implanted in the aortic annulus with no issue. A post-implant balloon aortic valvuloplasty (bav) was performed, causing a thrombus to dislodge and obstruct the left main coronary artery (lmca). The patients blood pressure dropped post bav, and did not recover. Per the physician, the valve did not contribute to the patient death and the cause of death was the dislodged thrombus from the post-implant bav. Additional information was received that the valve was implanted within the native annulus at a final implant depth of 4 mm on the non-coronary cusp and the left coronary cusp. An anticoagulant medication was administered throughout the procedure. Following the implant, the gradient was 8 mmhg. Per the physician, the thrombus originated from the lmca stent. The post-implant bav was performed due to moderate paravalvular leak. Per the physician, neither the valve nor the delivery catheter system contributed to the event. Additional information was received that during the implant of the valve, the valve was recaptured one time due to a shallow implant depth. It was noted that a procedural delay of 30 minutes occurred. There was no autopsy performed.

Manufacturer narrative:
Updated data: b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of a 34 mm transcatheter aortic bioprosthetic valve, in a patient with a history of low ejection fraction and coronary disease, shockwave intravascular lithotripsy (ivl) was performed to the left main coronary artery (lmca) prior to the implantation of the valve. Following shockwave ivl, the valve was successfully implanted in the aortic annulus with no issue. A post-implant balloon aortic valvuloplasty (bav) was performed, for an unknown reason, which caused a thrombus to dislodge and obstruct the lmca. The patient¿s blood pressure dropped and did not recover. The cause of death was an acute myocardial infarction in the setting of thromboembolism caused by the post-implant bav. Per the physician, the valve did not contribute to the patient¿s death.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted within the native annulus at a final implant depth of 4 mm on the non-coronary cusp and the left coronary cusp. An anticoagulant medication was administered throughout the procedure. Following the implant, the gradient was 8 mmhg. Per the physician, the thrombus originated from the lmca stent. The post-implant bav was performed due to moderate paravalvular leak. Per the physician, neither the valve nor the delivery catheter system contributed to the event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was due to the thrombus to the lmca and low ejection fraction (ef).

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.